Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was observed that the device battery terminal was corroded and failed the pretest for visual assessment. The reported condition that the device could not hold a charge was not confirmed. The assignable root cause was traced to improper maintenance. The IFU states the following regarding the reported issue that was observed by the user or customer: always recharge batteries after use, do not store the surgical impactor with a battery attached, it is recommended that batteries are used within 30 days of charging. Only clean the battery using the validated cleaning instructions indicated in these instructions for use. Using other cleaning methods may lead to inadequate cleaning, disinfection or sterilization and/or product damage. Do not use any other chemicals than those recommended in these instructions.

Event description:
This is event 1 of 3 of the same event: it was reported that during an unspecified surgical procedure, it was observed that three kincise rechargeable ion battery devices were shorting out and not holding a charge. There was an unspecified time of delay in the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device available for evaluation, device evaluated by MFR: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. Concomitant devices: 2 rechargeable battery devices, therapy date: (B)(6) 2023. UDI: (B)(4).